Manufacturer narrative:
Insulin pump passed displacement test and self test. Pump error 63 alarm confirmed in the insulin pump history due to broken trace on keypad assembly. Pump error 53 alarm found in the insulin pump history due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin pump had hardware low level failure twice after performing self test for software low level failure. Customer's blood glucose level was 75 mg/dl at the time of incident. Customer was able to clear the alarm and was able to complete insulin pump rewind. Customer stated that insulin pump passed the self test for soft ware low level failure. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.